Manufacturer narrative:
Terumo did not receive the actual device, however, the complaint was confirmed through clinical review. The raw material inspection records for the 1/2x1/2 connector were reviewed and no abnormalities were found. [This customer connection was said to be made per IFU per the user.] Complaint will be included in associates awareness training. The device history did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending, and f/u. Notes: (B)(4).

Event description:
Perfusionist was on bypass and the venous line came out the venous inlet of the oxygenator. Clinical discussion: the customer connects line 26 of the print to the venous inlet connector of the cvr. A [supplemental accessory] cdi cuvette assembly (part # 6932) connects to line 26 [of cardiovascular procedure kit 70334-03]. This connection was pushed past the second barb and tie banded. The line separation occurred between the 0.5" - 0.5" connector of line 26 and the cdi 6932 tubing. This occurred during cpb and resulted in a blood loss of about 600 ml. After identifying the issue, the customer stopped the arterial pump and re-connected 6932 back to the connector of line 26. The time off cpb was about 20 seconds. After the tubing was re-connected, cpb was re-initiated and the remainder of the procedure was without issue. The pt did not require a blood transfusion and the total delay was about 30 seconds. There were no signs of harm during the procedure or later in ICU.